Manufacturer narrative:
The event, as reported, did not reflect an MDR reportable scenario; however, completion of the returned device evaluation revealed an MDR-reportable malfunction . This manufacturer report is submitted based on the evaluation results. Visual examination of the returned device revealed that the balloon was torn and deflated, and the distal segment of the catheter was kinked. The ability to load and advance a guide wire was evaluated using a 0.035" guide wire; there was not remarkable resistance noted. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any additional complaints reported for the same lot.

Event description:
It was reported to boston scientific corporation on april 4, 2008 that an extractor rx retrieval balloon was used in 2008. According to the complainant, "... Resistance was felt upon insertion into the catheter and the cannula. When the balloon catheter was advanced through the guidewire, it got stuck and both devices were removed from the patient's body." Reportedly, the procedure was successfully completed with a second extractor xl retrieval balloon device. No complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "good."